Event description:
Film array biofire gastrointestinal panel detecting possible contamination (dna - non viable) with vibro cholera. Lot number 648217 ((B)(6) 2017) and lot number 800818 ((B)(6) 2018). Film array bio fire blood culture identification panel (bcid) lot 822618 ((B)(6) 2018) proteus species. Biofire communication fsca number (B)(4) dated (B)(6) 2018.